Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml empty container was leaking. The reporter stated that the bag had been filled with dehydrated alcohol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample was visually inspected and found fluid inside the fluid pathway. Functional testing and pressure testing both failed. The reported condition was confirmed, but the cause was not determined. An ncr has been generated for the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.